Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2017-product analysis: the device was returned and evaluated by product analysis on 05/10/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The audible alert sound level was found to be within specification.